Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos of an incomplete staple line and a device. The visual inspection of the staple guide noted the instrument was fully applied. A microscopic examination of the device displayed nicks on the knife blade. Since the clinical anvil was not received, a representative anvil was used for all functional testing. Functionally, the device was reloaded with staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage, and the staple line was properly formed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported conditions. A definitive root cause could not be determined with regard to the reported conditions. Based on the evidence available the reported conditions of there was a partial firing that caused an incomplete staple line were confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the circular anastomosis between alimentary loop and the stomach the during a laparoscopic gastric byp ass, the device was unable to close because the anvil was bent, and there was partial firing that caused incomplete staple line. The stomach pouch was resected again, and the size of the pouch was smaller than before the issue happened with the device.